Event description:
The physician was attempting to advance a resolute stent to a severely lesion in the rca. The device could not cross the lesion, on return to the manufacturing facility it was noted that the device was deformed. The physician used another device to treat the patient. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. A number of struts on the 8th proximal stent segment were partially raised and deformed. A number of struts on the 1st distal segment were partially raised. The 5th proximal segment was slightly flattened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (lesion morphology). Severe calcification. (Deformation). (B)(4).